Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient's basal insulin rate was adjusted after discharge from the hospital and the patient has continued to use the pump with no reported subsequent events. If the device is returned, and evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was hospitalized for hypoglycemia.